Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device showed a ¿paddle type unknown¿ error. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The field service engineer (fse) onsite checked and confirmed the paddle failure. The fse replaced the water-resistant external paddles (p/n: 989803196431, qty:1) to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that device has safety alert replacing of pad adapter cable. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.